Manufacturer narrative:
(B)(4). During product evaluation, the condition of a pump with a failed accuracy test for over-infusion was confirmed during product evaluation. This event ws caused by a faulty pump head mechanism. The pump head mechanism was replaced.

Event description:
The device was returned for service. During testing, the baxter technician reported an infusion pump that failed an accuracy test for over-infusion. There was no patient injury or medical intervention necessary. No additional information is available.